Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegations. The reduced angulation and stiff control knob was due to stretched angle wires. Due to clogging of channel (ch)-tube, the tube cleaning brush could not be inserted. The objective lens was scratched. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported that the evis lucera elite colonovideoscope exhibited reduced angulation. The angulation control knob was tight and there was foreign material present inside the channel tube. The issue was found during reprocessing ahead of procedure. The facility finished the procedure with another device. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate. Olympus will continue to monitor field performance for this device.